Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that there was blood on the distal low voltage conductor of the lead and it was obstructed. Additionally, the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen, there was blood on the proximal conductor, the proximal conductor was obstructed due to a stylet/guidewire fragment stuck in the lumen, and visual summary analysis of the lead indicated damage at implant. It was also noted that the lead was returned with the guidewire stuck in the lead. There was a large amount of blood ingress into the lumen during the attempted implant, and it is likely that the guidewire became stuck when the blood dried, preventing any further movement of the guidewire. When the guidewire was removed during analysis the coil on the ¿floppy¿ end was unwound and partially remained in the lead lumen. The guidewire insertion test could not be performed.

Event description:
It was reported that during the implant procedure the guidewire became stuck in the lumen of the lead and could not be advanced or retracted from the lead. The lead was removed from the body with the guidewire still in it. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1qq ICD implanted: (B)(6) 2015; 5076-45 lead implanted: (B)(6) 2015. (B)(4).